Event description:
The customer contact reported that during routine testing, the device alarmed with a 11/004 (less than 2.0 volts on lithium battery) service alarm code. There was no pt involvement, no reports of any adverse events and no reported delays of critical therapies.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.